Event description:
Original procedure: video assisted thoracoscopy. Reportedly, the surgeon placed the jaws around the tissue and fired. Upon pulling back on the black return knobs, the jaws would not open. The surgeon had to resect on either side of the cartridge, with a different instrument, in order to remove the original cartridge. Tissue and cartridge were sent to pathology, where the cartridge was discarded. Thoracotomy was performed. Patient status okay.